Manufacturer narrative:
(B)(4). The reported field event of a mechanical complication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the mechanical complication could not be determined.

Event description:
It was reported the device exhibited a mechanical anomaly. The device was explanted and replaced. No additional information was available.